Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4)

Event description:
It was reported that shaft rupture occurred. During procedure, a 1.50mm rotalink¿ plus was used; however it was noted that the shaft ruptured. No patient complications were reported.